Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Customer¿s blood glucose level was 456 mg/dl at the time of hospitalization. Customer was treated with other intravenous drip of fluids at the hospital. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting. Customer stated their sensor was showing 100 mg/dl whereas their blood glucose level was 453 mg/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. The insulin pump will not be returned for analysis.